Manufacturer narrative:
An internal investigation has been performed and is presented in this section. Analysis of device history records: copan checked the internal records related to the manufacturing and controls before the release on the market of the reported product 503cs01, lot number tvp400 ((B)(4)). No anomalies have been found. No other incidents on the same lot have been reported. The involved device was not available to be returned to copan for evaluation. Mechanical swab shaft bending tests (according to release sop) have been performed on the retained samples of the reported lot on the point where the breakage occured, in order to test shaft resistance to breakage. All the swabs subjected to the bending tests gave conforming results. An analysis of the incidence of the problem has been performed from 2011 up to date: copan received (B)(4) worldwide complaints related to breakage of swab during sampling collection procedure for product containing the same floqswab 503cs01. All the (B)(4) events were reported to FDA as mdrs. (B)(4). Considering that the internal investigation could not confirm any malfunctions/defects in the device lot associated with this incident, that the patient's condition was critical (life support needed) before the swab collection and that continued to deteriorate since did not respond to multiple pressors (levophed, epi and vasopressor; also unable to tolerate crrt), that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the failure rate is very rare, no further action is planned at this time. Copan will continue to monitor products for similar events.

Event description:
A report was sent by the initial reporter to FDA ((B)(4)). Copan diagnostics as copan flock technologies us agent became aware of the event on (B)(4) 2015. The medwatch from FDA was received in the mailbox as first and sole notification of the event. The description of the event in the report submitted by the user was as follows: "rn was doing a nasopharyngeal swab for flu/respiratory virus panel that md had ordered. Upon removing the nasopharyngeal swab from nose, the nurse saw that the swab had broken off with approximately two inches missing off the end. Md was notified and attempted to remove without success. The plan was then consult ent team however, patient's condition continued to deteriorate and family decided to remove patient from life support. The patient died the following day. What was the original intended procedure? To obtain a nasopharyngeal swab sample. This was the first time that we are aware of this type of incident with this product. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". On 01/12/2016 copan contacted (B)(6) (initial reporter and risk manager of the hospital) by phone call; she confirmed that the patient died for reasons different from the breakage of the swab and that no report was sent to the product manufacturer. In the same date copan sent to (B)(6) a questionnaire for further investigate the event. On 01/13/2016 copan received the completed questionnaire from (B)(6) that included further information on the event.